Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, difficulties occurred during valve alignment, crossing, deployment, and withdrawal of a 29 mm s3ur valve and 29 mm commander delivery system with a 16f esheath+. The patient expired due to significant bleeding. Three access sites were obtained without difficulty: right femoral artery for valve delivery, right femoral vein, and left femoral artery for pigtail placement. An 18f dilator was inserted, followed by a 16f esheath+ without difficulty. A 29 mm commander was inserted with a 29 mm s3ur valve. When pushing through the distal tip of the sheath, there appeared to be significant bend in the aorta; however, the team successfully advanced past this portion. Valve alignment was attempted in the straightest part of the aorta; however, due to tortuosity, this was difficult. The team ran out of space on the fine adjustment wheel and had to reset multiple times so valve alignment could be fully completed. The system was flexed over the arch and the flex catheter was pulled back prior to the sapien crossing the native valve. During this time, the patient's pressure was steadily decreasing. The flex catheter was pulled back prior to crossing the native valve, and they were unable to cross at this point due to limited push force from the flex catheter being pulled back. When attempting to readvance the flex catheter to be butted up next to the valve to help the push force to cross the native valve, there was significant difficulty. There appeared to be some abnormality near the tip of the flex catheter preventing flush alignment of the flex catheter with the valve to help with pushability in crossing the valve. The physician was able to cross the valve anyways and pulled flex catheter back successfully. Valve inflation was then attempted unsuccessfully. All volume was pushed from the atrion into the system; however, no volume transferred into the balloon, with no partial or full deployment. When pulling negative, the atrion filled with blood. Attempts were made to remove the system through the sheath while prepping new devices; however, the first valve could not be pulled back into the sheath. The inner lumen of the sheath tip appeared to be folded inwards/separated while attempting to pull the valve into the sheath. The sheath and delivery system with valve were still mounted and removed from the patient as one unit, with tissue noted at the tip of the sheath and distal tip of flex catheter. Tissue was removed from devices with hands. Upon removal, the balloon catheter appeared damaged at the ic bond area. The distal tip of the balloon was also scrunched up. The sheath was ripped on the distal tip (possibly due to attempt to pull sapien back into sheath for removal). A new 16f sheath was prepped and inserted into the right femoral artery. Multiple aortograms were completed to ensure no extravasation in aorta/root/iliacs; none was noted. Hypotension remained despite medications, and the decision was made to advance a new 29 mm commander and 29 mm s3ur valve. The second valve was delivered through the sheath, and valve alignment was completed with more difficulty than usual, but not as difficult as first valve delivery. However, the patient remained hypotensive, and CPR was initiated after unsuccessfully attempting to deliver the device across the native valve. Multiple attempts made to cross the native valve; however, despite manipulation and crossing techniques, this remained unsuccessful. The delivery system and valve were pulled back just outside of the distal tip of the sheath. Decision was made to leave system/sheath in place to prevent further bleeding issues and maintain some sort of hemostasis while attempting CPR and bypass. CPR was continued sporadically during this time with minimal movement of the heart. Cardiopulmonary bypass was done at this time and surgery took over, attempting to get a-line with suspicion that bleeding was in the right groin. After assessing pupils and distended abdomen, decision was made to call time of death. The patient expired due to significant bleeding. The perceived root cause for the difficulty crossing was a tight valve, tortuosity in aorta, tall patient with minimal working length for pushability of devices, and flex catheter pulled back early and inability to readvance flex catheter to valve. As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, difficulties occurred during valve alignment, crossing, deployment, and withdrawal of a 29 mm s3ur valve and 29 mm commander delivery system with a 16f esheath+. The patient expired due to significant bleeding. Three access sites were obtained without difficulty: right femoral artery for valve delivery, right femoral vein, and left femoral artery for pigtail placement. An 18f dilator was inserted, followed by a 16f esheath+ without difficulty. A 29 mm commander was inserted with a 29 mm s3ur valve. When pushing through the distal tip of the sheath, there appeared to be significant bend in the aorta; however, the team successfully advanced past this portion. Valve alignment was attempted in the straightest part of the aorta; however, due to tortuosity, this was difficult. The team ran out of space on the fine adjustment wheel and had to reset multiple times so valve alignment could be fully completed. The system was flexed over the arch and the flex catheter was pulled back prior to the sapien crossing the native valve. During this time, the patient's pressure was steadily decreasing. The flex catheter was pulled back prior to crossing the native valve, and they were unable to cross at this point due to limited push force from the flex catheter being pulled back. When attempting to readvance the flex catheter to be butted up next to the valve to help the push force to cross the native valve, there was significant difficulty. There appeared to be an abnormality near the tip of the flex catheter preventing flush alignment of the flex catheter with the valve. The physician was able to cross the valve anyway and pulled flex catheter back successfully. Valve inflation was then attempted unsuccessfully. All volume was pushed from the atrion into the system; however, no volume transferred into the balloon, with no partial or full deployment. When pulling negative, the atrion filled with blood. Attempts were made to remove the system through the sheath while prepping new devices; however, the first valve could not be pulled back into the sheath. The inner lumen of the sheath tip appeared to be folded inwards/separated while attempting to pull the valve into the sheath. The sheath and delivery system with valve were still mounted and removed from the patient as one unit, with tissue noted at the tip of the sheath and distal tip of flex catheter. Tissue was removed from devices with hands. Upon removal, the balloon catheter appeared damaged at the ic bond area. The distal tip of the balloon was also scrunched up. The sheath was ripped on the distal tip (possibly due to attempt to pull sapien back into sheath for removal). A new 16f sheath was prepped and inserted into the right femoral artery. Multiple aortograms were completed to ensure no extravasation in aorta/root/iliacs; none was noted. Hypotension remained despite medications, and the decision was made to advance a new 29 mm commander and 29 mm s3ur valve. The second valve was delivered through the sheath, and valve alignment was completed with more difficulty than usual, but not as difficult as first valve delivery. However, the patient remained hypotensive, and CPR was initiated after unsuccessfully attempting to deliver the device across the native valve. Multiple attempts made to cross the native valve; however, despite manipulation and crossing techniques, this remained unsuccessful. The delivery system and valve were pulled back just outside of the distal tip of the sheath. Decision was made to leave system/sheath in place to prevent further bleeding issues and maintain some sort of hemostasis while attempting CPR and bypass. CPR was continued sporadically during this time with minimal movement of the heart. Cardiopulmonary bypass was done at this time and surgery took over, attempting to get a-line with suspicion that bleeding was in the right groin. After assessing pupils and distended abdomen, decision was made to call time of death. The patient expired due to significant bleeding. The perceived root cause for the difficulty crossing was a tight valve, tortuosity in aorta, tall patient with minimal working length for pushability of devices, and flex catheter pulled back early and inability to readvance flex catheter to valve.